Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device, but couldn¿t duplicate the reported phenomenon. Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined, because the subject device has not been returned to omsc. However, based on the information provided by sorc, omsc surmised that the endoscopic image was temporarily not displayed due to a communication failure caused by temporary dust or dirt on the electrical contacts of the electronic connector. If additional information becomes available, this report will be supplemented.